Event description:
Reporter alleged obtaining discrepant back to back glucose results of 452 mg/dl, 113 mg/dl and 106 mg/dl on inform system 1 when all tests were performed within 10 minutes. Reporter alleged another test of 92 mg/dl was performed on inform system 2 within 10 minutes of the 452 mg/dl result. Reporter indicated she was not sure if the pt was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results on inform system 2.